Manufacturer narrative:
Product analysis: a stylette was partially loaded in the device. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the mid-stent wraps with struts raised. No deformation was evident to the distal tip. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx drug eluting stent to treat a severely calcified and severely tortuous lesion exhibiting 95% stenosis located in the proximal circumflex (cx) artery. Negative prep was performed. Lesion was pre dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. It was reported that the device failed to cross the lesion. The procedure was completed with the use of another medtronic stent. It is stated that the physician believes the event was due to the use of the device in a difficult lesion morphology/anatomy and not device related. The patient is alive with no injury.